Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd phoenix¿ nid panel, false results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: salmonella identified as e.coli 1. The failure occurred with a patient sample, 2. No wrong results were reported.

Manufacturer narrative:
H.6. Investigation summary: this complaint is not confirmed. This complaint is for misidentification of salmonella as escherichia coli when using phoenix panel nid (B)(4) batch number 3010433. The customer did not return panels or isolates but provided phoenix generated lab reports for the investigation. The lab reports show test results identifying as e. Coli. To investigate, three retention panels from the complaint batch 3010433 were tested using in-house isolate salmonella enf 10202 on a phoenix m50 machine and evaluated for identification results. Two of the panels identified as salmonella species, and one identified as salmonella enterica species, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one additional complaint on the complaint batch, related to this defect but not confirmed. Complaint trending was performed and no trends were identified associated with this defect.

Event description:
It was reported that during use with the bd phoenix¿ nid panel, false results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: salmonella identified as e.coli. 1. The failure occurred with a patient sample. 2. No wrong results were reported.